Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual decline in pace impedance measurements over the last year from 557 to 170 ohms. There was slight low amplitude noise on the rv channel that was not oversensed and shock lead impedance measurements were trending down. Additionally, it was noted that r-wave degradation was greater than 25mv at implant, but most recently was at 3mv. It was suspected that this was due to the lead's insulation, however this was not confirmed. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual decline in pace impedance measurements over the last year from 557 to 170 ohms. There was slight low amplitude noise on the rv channel that was not oversensed and shock lead impedance measurements were trending down. Additionally, it was noted that r-wave degradation was greater than 25mv at implant, but most recently was at 3mv. It was suspected that this was due to the lead's insulation, however this was not confirmed. This lead remains in service. No adverse patient effects were reported. Additional information was received that the patient is uninterested in further trouble shooting options regarding this lead. The health care professional (hcp) intends to follow-up with this patient once the device reaches elective replacement indicator (eri). This lead remains in service. No adverse patient effects were reported.